Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Age/date of birth: unknown. Date of event: unknown. If explanted; give date: unknown. The lens was planned to be explanted but no confirmation has been received. (B)(4). Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor was planning to explant a tecnis symfony toric intraocular lens (iol), model zxt300, 23.5 diopter, due to the patient being unhappy of halos and glare issues. The patient has no contributing medical history. It was indicated that the explant will be upcoming with the date of surgery unknown at the moment. No further information was provided. The patient had a bilateral lens implant. This report is for the patient's right eye (od). A separate report is being filed for the patient's left eye (os).